Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded. It was determined the right ventricular (rv) lead exhibited high thresholds and intermittent non-capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.